Event description:
Per the clinic, the patient experienced a nontuberculous mycobacterial infection and wound dehiscence at the right postauricular incision site. In (B)(6) 2023, the patient developed scant serous drainage and otalgia and was treated with oral antibiotics (specific date and duration not reported.) On (B)(6) 2023, the patient experienced bleeding and increased drainage from the incision site with continued otalgia. Subsequently, the patient underwent a post-auricular wound debridement with primary wound closure (specific date not reported). Intra-operatively, granulation tissue and a foreign body reaction at the junction of cochlear implant and antennae exit site were observed. The patient was treated post-operatively with oral antibiotics (specific date and duration not reported). In (B)(6) 2023, localized granulation tissue at the incision site was observed and treated with silver nitrate. In (B)(6) 2023, the patient experienced recurrence of otalgia and fluid collection superior to the incision site, resulting to the hospitalization for five days (specific date not reported) and a second operative debridement (specific date not reported). Subsequently, the patient was administered with IV antibiotics (specific date and duration not reported). On the first day of post-operative, fluctuance at the body of the implant was noted and aspirated, yielding serosanguinous liquid. The patient was subsequently discharged with a six-week course of antibiotics (specific date and type not reported). On (B)(6) 2023 (specific date not reported), the patient was hospitalized for 10 days due to the bacterial infection. The device was explanted on (B)(6) 2023. Intra-operatively, granulation tissue involving the mastoid cavity was observed. Post-operatively, the patient was administered with multiple antibiotics (specific date, type and duration not reported). On the fifth day post-operative, fluctuance at the incision site was again noted, and bedside aspiration yielded a dark serosanguinous fluid. At follow-up in (B)(6) 2024, the post-auricular incision was intact with no swelling observed. The patient continued antibiotic therapy (specific type and duration not reported). Subsequently, the patient was re-implanted with another cochlear device on (B)(6) 2025.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.